Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a malfunction alarm occurred and the pump stopped all insulin delivery. There was no impact to the customer's blood glucose level. Reportedly, the customer had dropped the pump on a wooden floor 20 min prior to the malfunction alarm occurring. It was indicated that the customer would use manual injections as alternate insulin therapy.